Manufacturer narrative:
Other relevant device(s) are: sfw kit 9735736 stealth s8 ent EU-sc, upn: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. An image(s) from the procedure were returned for analysis. The software investigation found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported it took the surgeon about 15 tries to get a passing registration. While on the phone with a manufacturer representative, the surgeon re-registered at 2.0 and decided to move forward with navigation. The surgeon also stated the points ¿seemed off¿ between where the probe was tracing and where it was showing on the model. This issue occurred preoperatively and resulted in a surgical delay of less than one hour. There was no reported impact on patient outcome.